Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced erosion and urinary problems. It was reported that the patient underwent mesh removal and cystoscopy on (B)(6) 2012 due to vaginal mesh erosion, pain and discomfort. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal of mesh on (B)(6) 2015 due to erosion. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematoma, vaginal discharge and stress incontinence. (B)(4).